Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. The customer indicated that the sensor glucose was 65 mg/dl and blood glucose was over 200 mg/dl. The customer's blood glucose at the time of the call was 20 mg/dl. Troubleshooting found that emergency services were called to the customer's home but did not go to the hospital. Advised customer to follow up with their doctor regarding the low blood glucose as it appears that the pump is working as designed.